Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The blood glucose level of the customer was unknown. The customer stated that keypad and ecs as well as act buttons was not responsive. The product will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened dome switch on esc, act and up arrow button. Connector was inspected and locked on lcd board.